Event description:
Fire dept personnel were monitoring a pt and reportedly observed the service indicator illuminate. Paramedics arrived on scene and a back-up device was used to continue treatment. The pt's outcome was not reported.